Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Upon initial placement the lead was stable and measurements were acceptable. After suturing the lead and retesting, high out of range pacing impedance measurements were noted along with high pacing thresholds. An attempt to reposition the lead was made, however the helix mechanism could not be retracted. The lead was tested again via a pacing system analyzer (psa) with acceptable measurements. The lead was then connected to the device with noise and high out of range pacing impedance measurements. The lead was removed and a new lead was successfully implanted. No adverse patient effects were reported.